Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the moderate to heavily calcified and tortuous carotid artery. The accunet was advanced without resistance and put in place. After successful use of the filter, during recapturing of the filter for removal, the filter broke from the wire. A snare device was used to retrieve the separated filter. The procedure was ended. There was no clinically significant delay in the procedure or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the separation and additional therapy was due to case circumstances. User facility medwatch/medsun #: (B)(4).